Manufacturer narrative:
The lot number for the device is unknown. As a result, a review of the manufacturing records could not be conducted.

Event description:
This procedure is part of the definitive (B)(4). The sfa was entered with an angled glide catheter and straight guidewire, and was used to traverse the lesion into the popliteal. A subintimal dissection was observed post atherectomy. The dissection required balloon angioplasty and stent placement to resolve.